Manufacturer narrative:
(B)(4). Any additional information received regarding this event after filing this report will be filed on a supplemental report (medwatch 3500a).

Event description:
Complainant states: part of the barrier stays behind when barrier is removed. More than just adhesive residue. Customer used 1 box and all 10 barriers had this issue.